Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an inspection it was discovered that there are different manufacturing dates on the shippers with a bd pen ndl 29ga shield bulk. This occurred with 315 shippers and discovered prior to use. The following information was provided by the initial reporter: during incoming inspection, two deviations were found. 315 samples were inspected. Manufacturing date on the carton : for 109 samples the manufacturing date is 2019-04. For 206 samples the manufacturing date is 2019-05. One bd batch number (8015906), two different manufacturing dates??

Manufacturer narrative:
H.6. Investigation: two photos were returned from lot. No. 8015906, cat. No. 320117. Visual examination of the photos was carried out and the date of manufacture on the carton was incorrect. One carton references 2019-04 while the other references 2019-05. The correct date of manufacture for the pen needles is 2018-02. The root cause of this issue is that bemis entered the packaging date of the product instead of the date of manufacture of the pen needle on the 3 count cartons. Two different dates are entered as bemis packed the product over a number of weeks. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed h3 other text : see h.10

Event description:
It was reported that during an inspection it was discovered that there are different manufacturing dates on the shippers with a bd pen ndl 29ga shield bulk. This occurred with 315 shippers and discovered prior to use. The following information was provided by the initial reporter: during incoming inspection, two deviations were found. 315 samples were inspected. Manufacturing date on the carton : for 109 samples the manufacturing date is 2019-04 for 206 samples the manufacturing date is 2019-05 one bd batch number (8015906), two different manufacturing dates ??